Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Four maj-855 were returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that there was a leak around the one-way valve in one of four maj-855. The evaluation also confirmed under x-ray investigation that there was a gap around the one-way valve in one of four maj-855. After disassembling of the four maj-855, white foreign materials were found within the tube and the lure ports in three of four maj-855. A componential analysis was conducted for the white foreign material and the analysis result indicated the white foreign material was composed of silicon and other component. Based on the above evaluation result, it is surmised that the white foreign matererial came from a silicon oil or medical agent. The reported backflow possibly occurred because the white foreign material adhered to the one-way valve and the gap due to the white foreign material was formed around the one-way valve. The instruction manual of the device instructs; failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination this instrument must undergo thorough manual cleaning followed by high-level disinfection or sterilization. To prevent channel clogging, use sterile water only.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.

Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a colonoscopy using olympus colonoscope pcf-h290i or pcf-q260i, the user facility noticed that endoscopic staining solution used for the patient flowed back within the maj-855. Omsc was also informed that during another colonoscopy, the user facility noticed that body fluid of a patient flowed back with in another maj-855. Both colonoscopies were completed by replacing the maj-855 with another one. The user facility concerned about cross contamination between patients because they had not been reprocessed the device after every use. However, there was no report of patient injury associated with the event. It was reported that the user facility possessed four maj-855, and the user facility could not identified which maj-855 was used during the events. After the colonoscopy, an olympus representative visited to the user facility and confirmed the reported backflow was not duplicated in all of the four maj-855. This is a report on the backflow of the body fluid of a patient and one of two reports.